Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver started the two hour warm by itself. No medical intervention was reported. Additional event or patient information is not available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.